Event description:
Pad edge fell apart. Never applied to patient. Found prior to use.======================manufacturer response for covidien grounding pad, grounding pad (per site reporter).======================na.